Manufacturer narrative:
H2 additional information: b5, d10, and e3 updated. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735825r, serial lot/sw version: - h3, h6: an additional evaluation of the system was performed by a manufacturer representative who went to the site to test the navigation system. The breakout box was replaced. Codes c07, d02, and previously reported b01 apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional troubleshooting information was received. It was reported that the clinical consultant (cc) had isolated the issue to port 1 on the breakout box (bob). The cc stated that the site liked to switch out their bobs a lot, and when cs called in, they had the wrong bob. The cc tested three instruments, a non-invasive patient tracker (nipt), a tracer probe, and a stylet in port 1. All three instruments had issues with flickering and intermittent tracking while plugged into port 1. The light on port 1 still illuminated green. When all three instruments were plugged into any of the other five ports, they tracked perfectly. The cc ran printcameradiagnostics, no faults or error messages were found. Technical services still suspected the issue was with bob port 1, and thought it makes sense printcameradiagnostics did not find anything as there was no "localizer faulted" message nor fault light on the bob. It's likely that port 1 was slightly damaged and the instruments don't make perfect contact when plugged in.

Manufacturer narrative:
H3, h6) a manufacturer representative went to the site to test the navigation system. It was reported that no fault was found. Codes b01, c19, and d14 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess) procedure. It was reported that the site ran into an issue during a shunt procedure where the navigation tracer intermittently was not seen by the emitter and was unable to register. The user adjusted the positioning of the emitter multiple times with no luck. The account got another breakout box (bob) from another unit and everything worked. There was a less than one hour surgical delay. There was no impact on patient outcome. Additional troubleshooting was performed. The clinical specialist (cs) ran print camera diagnostics and found no faults, but when they tested tracing on the demo head, they found the system was unable to trace any movement from the tracer probe. The cs swapped out the bob, and the behavior repeated. The cs checked the field for metal interference and found that after moving some equipment, she was able to trace normally. This behavior matches the original complaint description. With continued t roubleshooting it was found no faults in any of the available equipment (bob and emitters).

Manufacturer narrative:
H2: please see sections a3a, a4, and d9 for additional information h3,h6: the electromagnetic (em) interface, lot #: 1600648120, was returned to the manufacturer for analysis. After functional testing and visual/physical examination, the reported issue was confirmed to be an electrical failure. Intermittent tracking had been verified. The returned em interface progressed through a pegboard test without issues until the 13th plot point. At the 13th plot point the system failed to detect the instrument, despite its correct positioning at the designated location. As a result, the pegboard test could not be completed. The reported event could be duplicated by medtronic personnel. Code c02 is applicable to this analysis, as well as the previously reported codes b01 and d02. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.